Event description:
It was reported that lt200 clips were used during an unknown number of procedures including mostly coronary artery bypass grafts. It was reported by the affiliate that during several procedures (unknown amount), the lt200 clips were scissoring and would not hold tissue. Not known how the cases were completed. There were no adverse consequences to the pts.